Manufacturer narrative:
Correction: section h4: in initial report, the manufacturer date provided was inadvertently reported as 04/23/2021, however the correct date is 02/24/2021. All pertinent information available to johnson & johnson surgical vision, inc has been submitted. Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on dec 4, 2024. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection was performed, and a phaco handpiece was received within original packaging confirming the reported serial number. The product did not reveal any obvious defects and damage. The handpiece was connected to a veritas console using a known good opo73 pack and priming was commenced. Prime was completed successfully without errors. The body of the handpiece was not warm to the touch and no unusual noises were observed. The reported event could not be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Based on the information obtained, there is no indication of product malfunction or product deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Section h3-other (81): the phaco handpiece was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that their handpiece was hot in the physician's hand and phaco sounded funny. Initial tune and prime were fine. No patient injury reported. No further information provided.